Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 395 mg/dl. The patient experienced nausea and difficulty breathing. The patient treated via insulin pump therapy and manual insulin injections. Troubleshooting occurred for the insulin pump and the cannula was bent. The insulin pump was not returned for analysis.